Event description:
It was reported that during a biliary stone retrieval procedure, basket damage occurred. Upon attempting to retrieve stones from the common bile duct, the lithotripter compatible basket was unable to open properly. The device was removed from the pt, and upon inspection, the basket appeared to be "oblong" in shape. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good".